Manufacturer narrative:
(B)(4). Device codes-corrected from intermittent continuity to electrical issue. The device was returned to the factory on 19jul2019 and investigated on 14nov2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was evaluated for its electrical function according to the service manual using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all electrical tests performed, the led light was visible and an intermittent tone was audible when current was being measured. No smoke was observed when the power supply was turned on. The results of the electrical evaluation are as follows: the values recorded are within tolerance, based on the results of the evaluation, the reported complaint was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply acting intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). Updated sections: a-2, g-4, g-7, h-2, h-10.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply acting intermittently. A replacement device was used to complete the procedure. The hospital did not report any patient effects.